Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. She experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a hysterectomy due to sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4) - mechanical complication of genitourinary device additional information: additional narrative: it was reported that patient underwent mesh excision on (B)(6) 2015 by (B)(6) due to mechanical complication of genitourinary device, dyspareunia, pelvic pain, urinary urgency, and urge urinary incontinence.